Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and mildly tortuous lesion in the right coronary (rca) artery. During the procedure it was noticed that there was damage to the 2.25 x 20mm synergy xd drug eluting stent at the distal portion of the device. The stent was removed and the procedure was successfully completed with another of the same device without further issue or patient injury.